Event description:
The pt received an scs system including a surgical lead on (B)(6) 2010. It was reported that the pt was without stimulation and unable to increase the amplitude on any of his programs. Follow-up on this matter, found that the pt's lead is exhibiting high impedance measurements on at least one contact. Effective therapy was recaptured for the pt via reprogramming using the functioning electrodes. No further issues were reported.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm differs to the pt¿s physician regarding medical history.